Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on received information, in situ measurements and device investigation, it seems that the observed problems were most likely caused by the reference electrode being embedded in bone. Furthermore, a damage to the reference electrode due to device minute mobility was also observed. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The patient reported pain and intolerable loudness with the device. Reportedly, the problem started when a motorcycle drove by and caused a popping sensation in his head. The patient has been explanted and re-implanted with another manufacturer's device.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported pain and intolerable loudness with the device.